Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during use, the cut wire came out of the top instead of coming out off the bottom. Another autotome rx sphincterotome was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Refer to manufacturer report #'s 3005099803-2008-1646 and 3005099803-2008-1785 for details regarding the other devices involved in this event.

Manufacturer narrative:
A visual and functional examination found the cutting wire unable to deflect past 90 degrees with the handle activated. The cutting wire bows up past the sheath while in the deactivated position. The customer complaint was confirmed; the tension setting of the cutting wire is not within the manufacturing specification. A lot history search was performed and revealed no other similar complaints reported against this lot. A review of the device history record found no anomalies related to this complaint.